Event description:
Healthcare professional reported a xen®45 gts event described as "2-3 months after surgery, occurrence of uveitis was confirmed" in unknown eye. Device remains implanted.

Manufacturer narrative:
The event of uveitis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Manufacturer narrative:
Continued d.10. Concomitant therapies: letoprajeong. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Additional information provided affected eye is noted as left eye. Patient was treated with 1% pred forte, prednisolone 30mg for 7 days and prednisolone 15mg for 7 days. Event has not been resolved.